Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a remote transmission from the device was reviewed and no issues were observed.

Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital in pain. The patient reported being told by the physician that the cardiac resynchronization therapy defibrillator (crt-d) may have been affected by an electromagnetic device where they had been staying. The device remains in use. No further patient complications have been reported as a result of this event.